Event description:
It was reported the camera head cable was broken. The issue occurred during preparation for an unspecified procedure prior to sedation. There were no reports of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Updated fields: d8, d9, g3, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the endoscopic image cannot be displayed. Based on the results of the investigation, it is likely the following led to the malfunction: the reported broken cable unit malfunction was due to the cable unit being depressed. The endoscopic image cannot be displayed due to damage on the cable unit. The most probable cause of the identified failures is component failure, which is expected or random without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head cable was broken. The issue occurred during preparation for an unspecified procedure prior to sedation. There were no reports of patient injury or medical intervention associated with this event. No additional information was available.